Event description:
It was reported, the video system center had no image on the computer. It is unknown when the issue was observed. There were no reports of patient harm.

Manufacturer narrative:
The customer was in contact with olympus technical support to troubleshoot the issue. The customer was advised to power cycle the units and also reseated the video card. The issue was resolved after the customer performed the suggested troubleshooting method. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that due to impact from connection of serial digital interface cable, poor contact, the image is not displayed on the computer. Olympus will continue to monitor field performance for this device.